Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. A dilator from current inventory was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.

Event description:
During an atrial fibrillation procedure, an air leak was noted. The sheath was inserted into the right atrium and prior to septal puncture and catheter insertion, air was aspirated when negative pressure was applied for flushing. Several attempts were made to aspirate the air, which did not resolve the issue. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.